Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The customer reported that a patient had been burned by the instrument. (B)(4) 2015 - spoke w/rep, she states that the doctors did not feel that the patient was burned by the instrument but sent the sample in because they wanted validation that the equipment was working properly.

Manufacturer narrative:
Upon completion of the investigation it was noted that the unit as received appeared to operate normally. Rf output is within specifications. All leakage measurements are within specified limits. Unit was tested numerous times over two weeks. Rf output and leakages were always within the specified limits. No failures were observed. Unit requires updates (sw on controller and audio & hw on audio board. A DHR review was performed and no anomalies were noted during the manufacturing process. Fix: retested unit. Unit passed on final acceptance test. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.